Event description:
It was reported that the cartridge pigtail snapped and subsequently, when the customer tried to load a new cartridge, it did not fit onto the pump. After attempting to load a new cartridge, an alarm 30 occurred during the load sequence. There was no impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.